Event description:
After upgradation and maintenance, hospital did two surgeries on july 6 to july 7 and no problem in accuracy. But there were some system halts and lost connection. Surgeon had to restart the system.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that three communication errors occurred during the case: two errors between two modules of the software due to a timeout issue (whose cause remains undetermined). One communication error in guidance was due to a shared memory error between the robot software and the controller. The event described in the complaint is confirmed. Corrected data: b4 date of this report, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer & h6 event problem and evaluation codes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After upgradation and maintenance, hospital did two surgeries on (B)(6) and no problem in accuracy. But there were some system halts and lost connection. Surgeon had to restart the system.